Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Child patient prompt with adult pad-pak. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 11th september 2013. On the 13th april 2020 the device recorded a manual power cycle that showed that the device had powered up in child patient mode, issuing ¿child patient¿ prompts. This would indicate that the fault was detected during these manual power cycles. The reed switch was replaced, and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. As detailed in the report the device was capable of delivering therapy, however, the shock energy may have been reduced for higher impedance patients due to the device powering up in paediatric mode. In addition, the ability of the device to detect patient impedance <74¿ would have been compromised. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Child patient prompt with adult pad-pak. No patient involvement.